Event description:
It was reported that the patient presented for routine follow up. During interrogation the device was found in back-up vvi reset mode. It was noted that during a previous device interrogation the device battery voltage was low. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.